Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patients ipg was replaced and the pocket site was implanted more superficial to the skin. The patient was doing well postoperatively and had better coverage on target areas.